Event description:
It was reported that the patient's left hip was revised due to infection. A head and liner exchange was planned. However, while trying to explant the femoral head, the stem came out with the head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 10 deg x3 insert 36f; cat# 723-10-36f; lot# rw5nx2 c-taper cocr lfit head 36mm/+2.5mm; cat# 06-3625; lot# en476e ti sleeve for alumina head; cat# 17-0000e; lot# kv6ypm it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.